Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and diabetic ketoacidosis. The cause of elevated bg was the pump cartridge ran out of insulin and customer did not load new cartridge. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and unspecified treatment. Reportedly, the customer was released 3 days later with the issue resolved and no permanent damage.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, and a different issue was identified.